Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended that the caster plate be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that one wheel was not secured into the trolley. There was no report of patient involvement.